Event description:
The recipient reportedly experienced pain with device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of non-auditory sensation and pain could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced non-auditory sensations. Programming adjustments were made, however, the issue did not resolve. The recipient is no longer experiencing pain post-explantation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.